Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system delivered two additional shocks, this time, due to t-wave oversensing. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system delivered two additional shocks, this time, due to t-wave oversensing. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that evaluation of the patient was performed, and it was decided to reprogram the device. Additionally, x-rays were performed which were inconclusive. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.